Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventralight st mesh w/echo ps into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date this is the only complaint reported from this lot. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that during a laparoscopic hernia repair on (B)(6) 2021, the surgeon implanted a bard/davol venralight st mesh w/echo positioning system which had expired on (B)(6) 2020 in a patient. As reported, the patient did not receive any additional medical treatment and has no concerns at this time.